Event description:
A journal article was reviewed that contained information regarding this lead. The patient reportedly presented to the emergency department after receiving multiple shocks. The magnet was placed on the device, to prevent additional shocks. The magnet was removed and the shocking continued. The programmer head was placed on the device and the shocks still could not be stopped. The ICD's software was manually uploaded, which then was successful in stopping the shocks. There was a suspected lead fracture and high impedance. The lead was explanted. The lead showed a fracture at the proximal portion of the lead, which was consistent with "likely sub-clavian crush." Further follow-up did not yield any additional relevant information regarding this event. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "an unusual case of incessant ICD shocks." Pace pacing clin. Electrophysiol. March 1 2009;32(3):391-392.